Event description:
The manufacturer received information alleging the dream station 2 advanced auto CPAP unit has begun to smoke. He unplugged the device and now it will not power on. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for evaluation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received new and relevant information on 12/13/2023. The device was returned to the manufacturer¿s product investigation laboratory for investigation. The device was visually inspected by the manufacturer and found evidence of minor wear and tear such as scuffing/smearing on the ui bezel. No significant damage, discoloration, or contamination was observed on the exterior of the device. Using a pil known good power supply and power cord, pil attempted to power on the device to review the logs, but the device failed to power on. Internal investigation found spots of corrosion in multiple locations on the pca. R248 was found desoldered from the pca and partially melted into the blower cap. Pil observed that the first color band of the resistor appeared black instead of the green that this resistor would normally display. The lack of smoke discoloration or charred components does not support the complaint. The corrosion on the pca and the desoldered component does not explicitly support the claim that smoke was observed. However, the melted blower cap and a desoldered component would likely have caused an unpleasant, electrical, and/or smoky odor which would support the patient¿s complaint. Section g3 and h6 have been updated in this follow up report.